Event description:
Additional information later reported the outcome was resolved without sequelae (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a product surveillance registry regarding a patient receiving dilaudid (6.0 mg/ml at 2.0035 mg/day) via an implanted pump. The indication for use was spinal pain. The patient's history included being a 1 ppd (pack per day smoker). It was reported that on (B)(6) 2015, two weeks post operatively, the patient woke in the morning with his clothes saturated. His mid-back incision had a 3/4 cm open area leaking serosanguineous fluid. A positive blood sugar on the fluid verified that it was spinal fluid. A culture and gram stain were sent and found to be negative. The incision was closed with sutures and a pressure dressing and abdominal binder were applied. On (B)(6) 2015, the patient presented with symptomatic post dural puncture headache. An epidural blood patch done. On (B)(6) 2015, the patient returned to the clinic with continued drainage from his lumbar incision suspicious for infection. A culture was obtained and an infectious disease consult was called. The patient was admitted and IV (intravenous) antibiotic orders were obtained. On (B)(6) 2015, a csf (cerebrospinal fluid) collection was obtained through the side port to rule out meningitis and no organisms were seen. The clinical diagnosis was spinal fluid leak. The event was noted to be related to the device or therapy and related to the implant procedure. The outcome of the event was reported as "ongoing".